Event description:
Md noticed that the rubber on the end of the enseal handpiece had broken off into the patient's pelvic cavity. He immediately retrieved the piece thoroughly irrigated the cavity with 2 liters of ns and discontinued using the enseal.